Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 8262065. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. "This adverse event was caused by the nurse's too tight wrapping of adhesive tape and bandage at the indwelling needle, which was unrelated to the quality of the indwelling needle itself, so that the child could not grow new hair at the scalp puncture site."

Event description:
It was reported that the patient developed an infection when the bd intima-ii¿ closed IV catheter system was used on them. The puncture site became "pink" and was wiped with "iodine volts, daub erythromycin eye ointment disinfects processing". After 5 days the infected area began to "scab over" and the scalp area could "not to grow new hair again". It was later found that the infection was caused by the nurse's "too tight wrapping" of the adhesive tape and bandage at the needle site. The following information was provided by the initial reporter, translated from chinese to english: "the child received infusion in the emergency department of our hospital on (B)(6) 2019. At 19:00 on the same day, the patient was punctured successfully with a lien needle. After the infusion of three groups of liquid, the patient was injected with 0.9% sodium chloride injection (100ml) + heparin sodium injection (0.16ml) (2ml: 12500 iu/a) with liquid seal tube, and 16 again after the infusion, pressure point was found to show pink and did not deal with the surrounding, 17, continue to infusion with liquid medicine group and remove the needle, into the needle position and pressure in red sample of infection, after go home to wipe with iodine volts, daub erythromycin eye ointment disinfects processing, on the 18th morning symptoms become weak parts red, continue to use the same way, 2 times a day, 5 days symptoms began to scab over, 20 scabby fall off in the future, since the scalp position not to grow new hair again." "2020-04-29 received an update from the sales representative with the following description: this adverse event was caused by the nurse's too tight wrapping of adhesive tape and bandage at the indwelling needle, which was unrelated to the quality of the indwelling needle itself, so please note that the child could not grow new hair at the scalp puncture site."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient developed an infection when the bd intima-ii¿ closed IV catheter system was used on them. The puncture site became "pink" and was wiped with, "iodine volts, daub erythromycin eye ointment disinfects processing." After 5 days the infected area began to "scab over", and the scalp area could "not to grow new hair again". It was later found that the infection was caused by the nurse's "too tight wrapping" of the adhesive tape and bandage at the needle site. The following information was provided by the initial reporter, translated from (B)(6) to english: the child received infusion in the emergency department of our hospital on (B)(6) 2019. At 19:00 on the same day, the patient was punctured successfully with a lien needle. After the infusion of three groups of liquid, the patient was injected with 0.9% sodium chloride injection (100ml) + heparin sodium injection (0.16ml) (2ml: 12500 iu/a) with liquid seal tube, and 16 again after the infusion, pressure point was found to show pink and did not deal with the surrounding, 17, continue to infusion with liquid medicine group and remove the needle, into the needle position, and pressure in red sample of infection, after go home to wipe with iodine volts, daub erythromycin eye ointment disinfects processing, on the 18th morning symptoms become weak parts red, continue to use the same way, 2 times a day, 5 days symptoms began to scab over, 20 scabby fall off in the future, since the scalp position not to grow new hair again. "[On] 2020-04-29, [we] received an update from the sales representative with the following description: this adverse event was caused by the nurse's too tight wrapping of adhesive tape and bandage at the indwelling needle, which was unrelated to the quality of the indwelling needle itself, so please note that the child could not grow new hair at the scalp puncture site."